Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas leak. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found the helium leak on the helium regulator. To fix the helium leak issue, the fse replaced the helium regulator, tested the part and operated ok; however, the fse encountered another issue, there was a leak on the pneumatic module assembly (tw#434599). This second issue was reported under mfg report number 2249723-2021-00550, in which the pneumatic module assembly was replaced to fix the second issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas leak. No patient harm, serious injury or adverse event was reported.